Event description:
According to the reporter, on the (B)(6) 2017, during a sleeve gastrectomy, while stapler was advanced through port, excessive torque may have been placed against trocar as the stapler was positioned straight and jaws placed on tissue. When the firing sequence began, the articulation went from the straight position to articulated. Staples formed properly and the jaws opened off of tissue. When the device was handed back to scrub tech, the reload would not unload. Upon articulating during trouble shooting, the device appeared straight when articulating left, and articulated when aligned straight. No patient harm or case delay was reported. Reload is being sent back, stuck on handle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload was returned still attached to the manual stapling handle. Upon removal, the proximal adapter remained within the handle and had to be removed separately. The proximal end of the adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.